Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient underwent a transphenoidal tumor surgery and suffered anaphylaxis upon application of duraseal (dsd5005). No surgical delay was reported and patient outcome was reported as "ok."

Manufacturer narrative:
Duraseal (dsd5005) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Most likely root cause could not be determined, however "systemic or local toxicity" has an acceptable risk with probable cause: biocompatibility; with an improbable occurrence. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.